Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the second obtuse marginal artery. The left main artery was engaged using a 6fr non bsc guide catheter. After a choice floppy guide wire crossed the lesion, predilation was performed using a 2x10mm and a 2.5x15mm balloon catheters. Then a 24 x 2.75mm taxus¿ liberté¿ stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the distal stent struts were flared. Predilation of the lesion was repeated using a 2.5x15mm balloon catheter and another 16 x 2.75mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. It was then noted that the shaft of the catheter was kinked during negotiation of the device. The 16 x 2.75mm taxus¿ liberté¿ stent was immediately removed and the patient was managed medically. No patient complications were reported and the patient¿s status was stable.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system was returned for analysis. There were no issues noted with the profile of the tip. A visual and microscopic examination of the stent identified no damage. No issues were identified with the profile of the stent and balloon. The balloon wings were tightly wrapped, evenly folded and the balloon was not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. A full visual and tactile examination of the hypotube identified no kinks or damage along its entire length. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The de novo target lesion was located in the second obtuse marginal artery. The left main artery was engaged using a 6fr non bsc guide catheter. After a choice floppy guide wire crossed the lesion, predilation was performed using a 2x10mm and a 2.5x15mm balloon catheters. Then a 24 x 2.75mm taxus¿ liberté¿ stent was advanced but failed to cross the lesion despite several attempts. The device was removed and it was noted that the distal stent struts were flared. Predilation of the lesion was repeated using a 2.5x15mm balloon catheter and another 16 x 2.75mm taxus¿ liberté¿ stent was advanced but was unable to cross the lesion. It was then noted that the shaft of the catheter was kinked during negotiation of the device. The 16 x 2.75mm taxus¿ liberté¿ stent was immediately removed and the patient was managed medically. No patient complications were reported and the patient¿s status was stable.